Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for spinal pain indications and fbss leg/back. It was reported by the patient they were having a problem with connecting to their pump. Patient stated they had to waited 16 minutes for a bolus on (B)(6) 2025 and (B)(6) 2025 and yesterday. Patient mentioned seeing the message about the app not responding wait or close and another occurrence when they tried to deliver a bolus, did not see the bolus started message but did see the 2 hour lockout on the screen. Agent reviewed how to clear data from the app. While on the call, patient was able to successfully connect to the pump and disabled tutorial. Patient would monitor and call back if issue persists. Patient mentioned they had broken 3-4 vertebrae in their back and their spine was collapsing. Patient also mentioned they were on a patch until 2019. Patient was miserable and they asked the patient if they would consider putting a pump in and the patient decided to do so because they did not want to be taking oxycodone on top of the patch and it was a lot of medication. Patient stated they had a lot of "plates, screws, cement" in them. Patient re-mentioned that their spine was collapsing and had gone from 5'6" to 5'1".

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd; serial# (B)(6). Product ID: a820; serial# unknown; product type: software. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.